Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: device used on the procedure, is not available for return. But, the facility does have additional each of the same code/batch on their inventory. We agreed to return a representative sample for investigation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture tied (square knot or multiple knots one end)? Did the suture break? Were there any patient stress factors that precipitated the event of suture breakage post op? What tissue dehisced? Onset date/time of dehiscence? (# post op days) how was the dehiscence managed? Please describe any surgical intervention required for the wound dehiscence including date and findings. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Please describe the appearance of the suture during the second procedure. What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon¿s name?

Event description:
It is reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. The patient returned and required hospitalization due to experiencing: 30-70% surgical wound dehiscence. The patient may have needed to undergo surgery twice for the same reason. Suspected suture rupture reported in the reference. Additional information was requested.

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: a3a, a4, b7. Corrected information: b1, b2. Corrected h6 health effect codes and medical device problem code. Additional information was requested, and the following was obtained: patient 3: c.01 calleria - coronel portillo - ucayali, female, weighting 2.940 kg. C.02 descending colostomy. C.03 anorectal malformation with rectovestibular fistula. C.04 open approach. C.05 abdominal wall. C.06 normal tissue. C.07 interrupted suture placed. C.08 tied with a square knot. C.09 suture did not break c.10 no additional stress factors were present beyond the surgery itself. C.11 abdominal wall. C.12 dehiscence occurred on postoperative day 2. C.13 patient was readmitted to the operating room and exploratory laparotomy and recolostomy were performed. C.14 a first re-operation of exploratory laparotomy + lcp+. Recolostomy was performed on (B)(6) 2025) and on a second occasion exploratory laparotomy + cavity wash + abdominal wall closure on (B)(6) 2025). C.15 no deficiency or anomaly was observed in the suture during the aforementioned surgery. C.16 the curved needle with a rounded point was attached to multifilament thread, correctly threaded and purple in color. C.17 intestinal prolapse was evident through the surgical wound. This symptom appeared on the second postoperative day. C.18 the patient had no relevant medical history. The medication used consisted of antibiotic therapy, a gastric protectant, IV hydration, and analgesia. C.19 this complication occurs in malnourished patients with associated diseases such as metabolic disorders, sepsis, etc., as well as in cases of surgical material failure. C.20 discharged patient, recovered with a viable and functioning colostomy, under follow-up at the outpatient clinic.